Manufacturer narrative:
An isi field service engineer (fse) was dispatched to further investigate the reported issue. The fse was able to replicate the reported failure and replaced universal surgical manipulator 2 (usm2) as a fix. The usm unit involved with this complaint has been returned for evaluation and the testing was completed. The reported issue was confirmed. During inspection, it was found that the ball nut bracket on insertion linear bearing was broken, causing the carriage assembly to be loose/rattling, also causing resistance along the insertion axis. The unit was tested on an in-house system and passed normal mode. The unit then passed all tests performed on the testing platform. The insertion linear bearing assembly will be replaced based on the analysis findings. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) had resistance after the start of the procedure and the surgeon was able to continue with the procedure robotically. An isi field service engineer (fse) came on site and confirmed the reported failure. A replacement of the usm was performed as a correction, and the reported issue was confirmed through failure analysis testing. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, resistance was noted on universal surgical manipulator 2 (usm2) axis 3 (insertion) when the customer was advancing a 30 degrees endoscope. The customer had reseated the drape and confirmed the drape was not caught, but the problem was not resolved. The customer reported the same issue occurred with other instrument on usm2. The assistant doctor realized that insertion axis can be advanced while he pulled the carriage toward him. The customer was able to reproduce the issue when an instrument was installed on usm2. The customer continued the procedure under the same condition. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the faulty arm was not disabled due to the reported issue. The procedure was completed with all four arms. Ports were placed prior to the issue being identified. The system initially powered on without any errors. The endoscope was unable to be inserted and removed smoothly.